Manufacturer narrative:
Event date. Health professional (yes). Date received by manufacturer.

Manufacturer narrative:
Code 213 ¿ the review of the manufacturing paperwork verified that the lot met all pre-release specifications. Code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2017, a patient underwent an endovascular procedure using two conformable gore® tag® thoracic endoprostheses and a gore® excluder® aaa endoprosthesis aortic extender component to repair stanford type b sub-acute aortic dissection. The left subclavian artery was planned to be intentionally covered with the proximal ctag device and therefore a lcca-lsca bypass procedure was performed. The ctag devices were implanted at the proximal descending thoracic aorta, covering the primary entry. The pla260300j was implanted at the distal descending thoracic aorta, just proximal to the celiac artery to cover the re-entries. The ctag devices and the pla260300j reportedly did not overlap. No issues were reportedly observed during the procedure. The patient tolerated the procedure. On an unknown date, follow-up imaging identified a proximal type I endoleak pertaining to the tgu343415j. Another endoleak was also identified around the area where the isolated pla260300j was implanted. On (B)(6) 2019, a re-intervention was performed to repair the endoleaks whereby an additional device was implanted for proximal extension for the tgu343415j. During the re-intervention, it was identified that the other endoleak was a proximal type I endoleak pertaining to the pla260300j; therefore another aortic extender component was additionally implanted for proximal extension for the pla260300j. The final angiography showed resolution of the endoleaks. The patient tolerated the re-intervention.